Event description:
It was reported that post implant the patient experienced syncope. The right ventricular lead exhibited loss of capture and undersensing. The lead was found to be dislodged. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.